Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction code recurred.